Event description:
Clinic notes dated (B)(6) 2012 listed "stroke;" in the diagnosis section of the notes. No additional information was provided in the notes indicating the year of the stroke or the relationship to vns therapy. Attempts for additional information have been unsuccessful to date.